Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose rose to 504 mg/dl. The customer was treated with the insulin pump for their blood glucose. The customer stated their current blood glucose was 324 mg/dl. Customer stated their blood glucose was high because they were stressed. The customer declined to troubleshoot. The insulin pump will not be returned for analysis.